Manufacturer narrative:
As an investigational approach nakanishi inc., (B)(4) (MFR) examined the DHR for device (forza f5, serial (B)(4)). Nakanishi inc. Concluded that no problems had occurred during mfg or testing of the subject device, as evidenced in the DHR.

Event description:
The following info is from (B)(6) to nakanishi inc. (Nsk), regarding a device manufactured by nsk for (B)(6). (B)(6) event summary: customer performed a filling on pt and drill left a 12mm x 12 mm red burn on cheek. Handpiece left a round red burn in pt's mouth. No med intervention was required and after they noticed the burn, they just rinsed the burn with water. No permanent scarring. (B)(6) complaint review: (B)(4) - no other complaints for this serial number. The unit was purchased (B)(4) 2014 so was about 3 months old at the time of the complaint. (B)(6) investigation: repair history= there was no prior repair records found for this serial number. Service evaluation = the returned unit was evaluated by the repair department. The technician tested the handpiece, but the unit did not heat up. A second technician also checked the unit to verify and the unit did not heat up. The unit was noted to be slightly louder than normal. The unit was disassembled and the parts examined. The dog clutch, cartridge and headcap bearings were all free and not binding. The driveshaft bearings were slightly rough, ut not abnormally rough. The gear set, gasket and head cap were replaced and the unit was returned to the customer. Unable to duplicate complaint. The operations manual for this unit notes that overheating may be caused by depressing the push button while the unit is rotating and the user should exercise caution to ensure the unit does not touch cheek, tongue, or other tissue. B-USA conclusion: unable to duplicate complaint, unit did not overheat for two technicians. Overheating may be caused by depressing the push button while the unit is rotating. B-USA did not return handpiece to nsk for the MFR's evaluation.

Manufacturer narrative:
On (B)(4) 2016, nakanishi heard from the distributor that no additional information regarding the patient was available.